Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device - 1 year, 8 months. The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital on (B)(6) 2018 and transfused with 3 units of packed red blood cells when labs drawn revealed a hemoglobin of approximately 6 g/dl. The patient complained of significant fatigue, weakness and shortness of breath with minimal exertion. The patient denied having dark stools, frank blood per rectum, blood in the urine, or blood in sputum. An upper gastrointestinal (gi) endoscopy performed on (B)(6) 2018 revealed several arteriovenous malformations (avms) in the stomach and the small bowel with no active spontaneous bleeding, but did bleed with minimal contact. The avms were clipped. Gi noted the lesions were friable and may be source of hemoglobin drop, but no lesions were actively bleeding. An esophagogastroduodenoscopy (egd) performed on (B)(6) 2018 indicated that recent bleeding likely due to inflammatory gastric polyp. The patient was discharged to home on (B)(6) 2018 in stable condition. As of (B)(6) 2018, the patient had only experienced a "slight nosebleed".